Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. A number of 20 charging cycles was documented. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The programmed parameters were inspected. It was noted, that the ventricular antibradycardia pacing was temporarily programmed to 7.5 v for 1.5 ms, this represents a high current program, draining the battery. The ICD was implanted for 44 months; 20 charging cycles were documented in the ICD's memory. Taking the high current program for the anti-bradycardia pacing into account, the battery condition was found to be anticipated. In summary, the ICD proved to be fully functional. The battery status eri was anticipated.

Event description:
This crt-d was found to be at eri via home monitoring. The pt is scheduled to see the pi on (B)(6). Add'l info was reported. The ra lead had a high pacing threshold since implant with ap > 50% beginning around (B)(6) 2011.